Event description:
It was reported that during the procedure, this right atrial (ra), passive fix lead exhibited loss of capture and brady pacing was not delivered when required. It was also noted that this lead was unable to be fixed in the desired position. After 20 minutes of attempting to fix the lead, the physician elected to replace it with an active fix lead which was successfully implanted. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this right atrial (ra), passive fix lead exhibited loss of capture and brady pacing was not delivered when required. It was also noted that this lead was unable to be fixed in the desired position. After 20 minutes of attempting to fix the lead, the physician elected to replace it with an active fix lead which was successfully implanted. No adverse patient effects were reported. This lead was received for analysis.